Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric cancer surgery procedure, after fired, the staples malformed with irregular shape. Another like product was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # n54x47. Photographic analysis: three pictures were provided. The first picture shows a device over a blister. With the anvil detached, and the safety lock engaged. Second picture shows the proximal part of the device, with the anvil detached. Third picture shows the anvil. Based on the picture alone no conclusion could be reached on how the reported event occurred. The analysis results found that the ccs25 device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that the returned device is not the device mentioned in the event description. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.